Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing the main keypad and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that controls on their device are unresponsive. This issue may prevent the device from providing therapy if it were needed. There was no patient use associated with the reported event.